Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that high blood glucose level was caused by infusion set detachment as tubing detached from cannula/needle of the infusion set. The patient had changed the set the day before this report in the morning. She noticed the detachment at lunch time and was uncertain for how long the set had been detached. Reportedly, her blood glucose level was above 33 mmol/l in the previous evening. The set was worn on the abdomen and the pump was kept inside her bra. The infusion sets were stored in the same place they always had been. She was not aware of any stress or pull on tubing and the pump was not dropped. No further information available.